Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had a keypad anomaly. The buttons were sticky when pressed and unresponsive. The customer also stated that there was a random no delivery alarm and a crack at the back of the pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021, the customer alleged no delivery alarm, button unresponsive, button stick when pressed and cosmetic damage on the belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay and broken belt clip slot during the visual inspection. (Thus/thump) software was utilized and downloaded trace/history files properly. In further full review two no delivery alarms in the pump history on (B)(6) 2021 at 02:04:00 during a basal delivery and 02:14:00 during a basal delivery. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. No stuck key alarm found in the daily history. Device passed the keypad voltage test. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor offset measured within spec range during testing (23.1 mv). The motor was tested outside of the device on the stb3 and passed. In summary, pump passed required testing. Customer alleged for no delivery alarm, button unresponsive and button stick when pressed was not confirmed. The force sensor is within specification and the motor functioning properly. Cosmetic damage was confirmed at the belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.